Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included foot surgery since (B)(6) 2016. Concomitant products included estradiol, fluoxetine hydrochloride (prozac), norethisterone (camila) from (B)(6) 2015 to (B)(6) 2016, norethisterone (jolivette-28), norethisterone (nora-be) from (B)(6) 2015 to (B)(6) 2016 and oral contraceptive nos from (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine pain ("uterine pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("lower back pain"), the second episode of menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/ abnormal menstruation"), weight increased ("weight gain"), weight decreased ("weight loss"), ovarian cyst ("development of ovarian cysts") and fallopian tube spasm ("fallopian tubes spasmed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - full hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, the last episode of menorrhagia, dyspareunia, fatigue, weight increased, weight decreased, ovarian cyst, depression, anxiety, vaginal haemorrhage, migraine, headache, abdominal pain and fallopian tube spasm had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - reporter information, patient details, other relevant history, product information, concomitant drugs and events - abnormal bleeding (vaginal), menorrhagia, migraines, headaches, abdomen pain, fallopian tubes spasmed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/ abnormal menstruation"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), ovarian cyst ("development of ovarian cysts"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia, dyspareunia, fatigue, weight increased, weight decreased, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.